Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer reported the event happened after receiving a new battery cap. Customer's blood glucose at the time of the call was unknown. Customer was "advice" to revert to back up plan by health care professional. The device will not be return for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.